Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "provider stated there was no flash of arterial blood in the catheter when it was confirmed they were in the artery via ultrasound. Catheter was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "provider stated there was no flash of arterial blood in the catheter when it was confirmed they were in the artery via ultrasound. Catheter was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".